Manufacturer narrative:
According to the information provided, the device was switched when issue was noticed. The issue was caused by a pipeline leak and no more information about repair was provided. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor information about defective part were available for further analyze, hence the root cause has not been established.

Event description:
It was reported that the tidal volume could not be increased. There was no patient harm. Manufacturer's ref. #: (B)(4).